Event description:
It was reported that this past summer the patient presented with a return of spasticity. Patient experienced "some withdrawal" which triggered autonomic dysreflexia. An x-ray was performed which did not reveal any issues. CT scan with contrast dye was performed and revealed a catheter leak. The patient was started on oral baclofen. A revision was done and the catheter was replaced on (B)(6) 2012. The pump was delivering baclofen. Additional information was requested, but it was not available as of the date of this report.

Event description:
Additional information was received. It was stated that during the CT scan, extravasation of the dye was seen around the 3rd lumbar vertebra. It was found that the original spinal segment and the lumbar segment of the catheter had migrated into the patient's flank. Normally, this segment would have been sutured in the lumbar fascia, but had migrated and created tension at the level of the anchor. A small hole was created where the spinal catheter had been kinked and was rubbing on the anchor connector. The physician trimmed the catheter at the level of the hole and connected it to a new portion of catheter. Additionally, the patient's pump was explanted as the battery was close to it's end-of-life. At the time of report, the patient had recovered "beautifully" and was doing "fine". It was reported that the specific baclofen used in this system was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found. The catheter was not returned.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# unk. Product type: catheter: product ID 8596, lot# unk, product type: catheter. (B)(4).